Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was poor/no telemetry while recharging. It was the patient's first time recharging and the patient reported poor communication. The patient was not able to recharge due to a poor communication screen even after several attempts. The patient was instructed to see their healthcare provider (hcp) if they needed further assistance. The patient also requested an ins recharger power cord. The patient received the power cord and still needed the desktop charger. Additional information was received from a consumer. It was reported the ins flipped over, the patient was unable to recharge, and the ins went dead. The caller thought the ins was flipped from the beginning. It was unknown if it was a suture/securing issue. The caller stated since the ins went dead, they didn¿t bother to try to flip it back, they just replaced the ins. The ins being replaced resolved the issue. The replacement occurred on (B)(6) 2017. The patient completely recovered from the replacement surgery. No further complications were reported.